Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 1627487-2021-18703, 1627487-2021-18706, 1627487-2021-18707. It was reported that the patient experienced ineffective therapy. The patient's right l2 lead migrated and the left l1 lead fractured. The issue was confirmed via x-rays. As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced, which addressed the issue. Therapy was restored post-operatively, reportedly. It is unknown which leads are related to the issue. Therefore all the leads are being reported.